Manufacturer narrative:
Continuation of d10: product ID 977a275, lot# serial#(B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 14-jun-2027, UDI#: (B)(4), e1 phone number: (B)(6), h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead was dysfunctional. There were high impedances at the level of block 3 today, but this changes "during different questions." The patient described regular and unexplained electrical discharges. The painful areas were no longer covered and the patient has recovered significant pain. An x-ray check was done showing no electrode malfunctions. There was a slight decrease in the electrode of 1 to 2 cm. The program changes were ineffective hence the decision to change the lead by modifying the location of the electrode. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the electrical discharges started after the ins turned around, reported in manufacturer report # 3004209178-2025-11767. This could have caused the dysfunction of the lead related to the potential stretching of it.

Manufacturer narrative:
H3: device analysis for lead unknown revealed one conductor broken 2.6 cm from the distal end. Two conductors and the braid were broken at the anchor site, 13.9 cm from the distal end. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.